Event description:
It was reported that during an unk procedure, the blade broke. It fell into the pt and was retrieved. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 09/22/2008. Info anticipated, but unavailable at this time.